Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
The manufacturer has made several attempts to follow-up for additional information and has not received any follow-up information at this point in time. The details of the reported event are unclear and thus the type of serious adverse event cannot be established. Because of this, and because the valve is not available no further investigations can be performed and the manufacturer cannot determine a root cause. If additional information is received the manufacturer will reassess the investigation.

Manufacturer narrative:
Device retained by hospital.

Event description:
On (B)(6) 2018 a patient received a perceval pvs27 sutureless aortic heart valve implant as part of an aortic valve replacement. It was reported that when the site declamped the heart had swollen and they decided to explant the perceval valve and implanted a trifecta 23 aortic valve prosthesis.